Manufacturer narrative:
No unexpected alarms, frozen screen or blank display noted. The insulin pump passed the self test. The insulin pump was received with minor scratched display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 303 mg/dl. The customer felt uncomfortable with the pump and felt the need to be hospitalized because of it. No information was given about the hospitalization. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.